Manufacturer narrative:
(B)(4).

Event description:
It was reported that after being discharged from the hospital, the pt did not have stimulation in her hand as she should have. A MFR rep had checked the device while the pt was in the hospital, and the pt said the neurostimulator was "fine"; however, the pt was extremely medicated at the time and suffered from slight dementia. The neurostimulator was turned all the way up to 10 and left on all night, yet the pt did not have any stimulation. Add'l info has been requested but was not available as of the date of this report.